Manufacturer narrative:
Correction: manufacturing reference number 1627487-2021-15488 should not have been reported as a medical device report (MDR) due to additional information indicating that the issue pertains to cervical ipg and not the thoracic ipg.

Manufacturer narrative:
Corrected data: per the additional information received, this event no longer meets the reportability criteria.

Event description:
It was reported that this ipg was not affected during the reported event and was operating as intended.

Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient underwent a non-related surgical procedure wherein the ipg was not placed into surgery mode prior to the procedure. As a result, the patient's ipg was unable to communicate with external devices and the patient lost therapy. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. Surgical intervention may occur at a later date to address the issue.